Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl. Symptoms reported include excessive thirst, hunger, urination, body aches, fatigue, and headache. It was also reported that the pdm would not go past the loading screen. The patient was treated with fluids, insulin and other medications (novolog flexpen: 10 units with meals). The patient was released the following day.